Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if a malfunction reoccurs, and they acknowledged and understood the guidance provided.